Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified the device to be underweight, green mold, crease flat and an opening. A microscopic analysis was performed which identified an opening(striated) in the radius and consistent in the use of a surgical tool. Based on the device analysis the final assessment is a striated opening on the radius side due to surgical damage.

Event description:
Health professional reported right side rupture. Device was explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformance's noted. The reason for reoperation was rupture. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling.

Event description:
Health professional reported right side rupture. Device was explanted.